Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a transurethral lithotomy (tul) procedure, an ncircle delta wire tipless stone extractor basket handle malfunctioned, and the basket could not be deployed. The device was inspected prior to use to ensure no damage had occurred. The device was tested prior to use and functioned properly in an uncoiled position. The device was successful collecting the first stone in the urinary tract. The device handle malfunctioned, and the basket could not be deployed while trying to collect the second stone. A laser was not used at the same time as the basket. The procedure was complete using a new device. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The ncircle delta wire tipless stone extractor was returned in an open package without its original tray. The connector cap on the distal end of the handle was loose. The handle would not actuate the basket in the returned condition, the handle was dissembled, and nothing was found that would prevent the basket from opening. The basket appears stuck inside the sheath as the sheath will curve and bend at the distal tip of the sheath when attempting to actuate and the basket will not open. A document-based investigation evaluation was performed. A review of manufacturing procedures found controls to be in place, all extractors are verified to assure the basket opens and closes properly. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The evidence from the complaint file, device history record, complaint history and quality control documents indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a specific cause for this was not able to be established for the basket being stuck inside the sheath. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul) procedure, an ncircle delta wire tipless stone extractor basket handle malfunctioned and the basket could not be deployed. The device was inspected prior to use to ensure no damage had occurred. The device was tested prior to use and functioned properly in an uncoiled position. The device was successful collecting the first stone in the urinary tract. The device handle malfunctioned, and the basket could not be deployed while trying to collect the second stone. A laser was not used at the same time as the basket. The procedure was complete using a new device. The patient did not experience any adverse effects due to this occurrence.